Manufacturer narrative:
The insulin pump was received with a motor error alarm during basic occlusion test due to faulty force sensor. Unable to perform occlusion, prime and no delivery test due to motor error alarms during basic occlusion test. Unit was received with missing end cap sticker.

Event description:
The customer reported that her insulin pump alarmed motor error during bolus delivery. The blood glucose reading was over 600mg/dl. Troubleshooting was performed. Assisted the customer to run the fixed prime test and the device alarmed. The self test was performed and passed. Ran a high pressure test and the test failed. Advised that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.